Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. An olympus field service engineer was dispatched to the user facility and confirmed the reported issue. The subject device was not sent back to olympus for further evaluation and repair. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had error b40 and front panel buttons were not working. The issue occurred during set up for use. There was no patient harm reported.